Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices band ligation procedure performed on (B)(6) 2021. During the procedure, when deploying the first band, the ligating unit detached and got stuck in the esophagus. It was noted that the doctor pushed the ligating unit into the stomach. The procedure was not completed due to this event. Additionally, it was reported that the physician expected the ligating unit that detached to naturally pass from the patient. Note: there was no difficulty experienced upon setting up the device. However, it was reported that after attaching the ligating unit to the trip wire, the physician did not take up the slack by pulling the proximal end of trip wire on the handle. It was reported that the handle of the plastic spool was rotated, which is not described in the instructions for use. On (B)(6), 2021, the procedure was repeated and successfully completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem a0501 captures the reportable event of ligator head detachment. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and it was noted that the handle assembly was retuned and the ligator head was not. The trip wire was partially rolled in the handle assembly, indicating the knob was initially rotated. It was observed that the trip wire was not secured in the handle slot and visual evidence suggested that the slack on the trip wire was not removed during the device setup. The suture was intact and attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of ligator housing detachment could not be confirmed as the ligator head was not returned for analysis. However, a labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label confirming the reported user error. The visual assessment identified that the trip wire was not secured in the handle slot. Additionally, per the device condition, it is most likely that the slack was not removed properly. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". Failure to follow these steps can cause difficulty with using the device properly and could have contributed to the reported event. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices band ligation procedure performed on (B)(6) 2021. During the procedure, when deploying the first band, the ligating unit detached and got stuck in the esophagus. It was noted that the doctor pushed the ligating unit into the stomach. The procedure was not completed due to this event. Additionally, it was reported that the physician expected the ligating unit that detached to naturally pass from the patient. Note: there was no difficulty experienced upon setting up the device. However, it was reported that after attaching the ligating unit to the trip wire, the physician did not take up the slack by pulling the proximal end of trip wire on the handle. It was reported that the handle of the plastic spool was rotated, which is not described in the instructions for use. On (B)(6) 2021 the procedure was repeated and successfully completed. There were no patient complications reported as a result of this event.